Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was less 47 mg/dl. Customer¿s current blood glucose was 124 mg/dl. Customer¿s other blood glucose was 118 mg/dl, 124 mg/dl. Troubleshooting was done for high blood glucose and over delivery. Based on customer report customer does allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device passed the prime test, rewind test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.